Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b3 as the event date was inadvertently missed on the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that the customer description ¿screen sandstorm¿ was not reproduced at the olympus repair department. Additionally, a separate event showcased that the cable was twisted and there was water immersion. Therefore, it is possible that the phenomenon ¿screen sandstorm¿ occurred temporarily because communication failure occurred due to cable disconnection, short-circuit, or corrosion. The event can be detected/prevented by following the instructions for use which state: "do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the intended procedure was completed with a difference device. There was no delay. The reportable malfunction occurred when shaking or bending the wire.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation could not confirm the alleged sudden loss of vision due to no image/darkness that had occurred. Additionally, the electrical contact at connector had corrosion, the connector section or electrical contact had a puncture, cable section had a cable image defect (noise) and was twisted with the cable part cable/head imaging part was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had a screen sandstorm due to a possible disconnection, the device image disappeared or darkened and the visual field was suddenly lost. The issue was found during preparation for use for a therapeutic procedure and the procedure was completed. There were no reports of patient injury or medical intervention associated with this event.